Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is currently in progress. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. It should be noted that the direction for use (dfu) for this product family states in the additional precautions and warning section that "if gdc repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Due to the delicate nature of the gdc coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration."

Event description:
During the coil embolization of a "distorted" aneurysm located in the internal carotid parachlinoid artery, the physician made several attempts to reposition the coil. The coil reportedly became knotted at the neck of the aneurysm. An attempt to remove the coil with a snare failed and a portion of the coil unraveled and came to rest in an area close to the aorta. A non-boston scientific stent was placed to hold the coil proximally against the vessel wall. Thus 15cm of coil undamaged was placed in the aneurysm and approx 10 to 20mm of coil was suspended in the vessel. The procedure was cancelled. The pt's condition is reported as being good.